Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
The pump was being replaced for normal battery end of life. The physician attempted to aspirate the catheter after the pump was explanted and could not get drug back. The pump connector to the existing catheter was replaced. A back table prime was performed and the pump was connected to the catheter. The pump was refilled with no issues filling. The patient was doing good and receiving effective therapy. The device system was used to deliver morphine.